Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog timeout. Customer's blood glucose at time of incident was 139 mg/dl. Customer was advised to insert a fresh battery. Customer stated pump did not return to normal function. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with frozen display and had a constant tone due to faulty component on the mother board. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to frozen display. After replacing the faulty component all of the buttons responded properly. The keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump had cracked belt clip slot and minor scratches on the lcd window.